Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/29/2019. Device evaluation summary: according to the information received, a deflation in the breast implant was reported. During evaluation of the sample it was observed to be intact. Leak testing was performed and delamination patch with leaks were detected. No additional anomalies were observed. The mentor product analysis lab concluded the delamination occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not lifetime devices. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round high profile 420cc saline prosthesis, catalog #: 3503420, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis experienced right sided deflation post procedure. The deflation was first noted by the patient, and later confirmed by a physician. As a result, prosthesis replacement with mentor smooth round high profile 460cc saline prostheses was performed.